Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, h6 codes belong to the recharger. G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins). It was reported that the patient called back to report that she couldn't charge her remote control. She'd tried several sockets but it still wouldn't charge. The cable didn't look damaged, but she said there was a bit of play in the remote's connector. Before that, the charging port wasn't working properly it was very difficult to charge, and the port was getting hot. Before that its charging antenna no longer worked, it had a lot of trouble charging, the antenna was heating up. A replacement recharger and controller were sent to the patient. Patient has been notified that they should call back if replacement of their product does not resolve the issue. No symptoms were reported.